Manufacturer narrative:
E1 - initial reporter address 1: (b))6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that burr tip detachment occurred. The target lesion was located in the anterior descending artery. A1.75mm rotalink burr was selected for use. During preparation, it was noted that the tip of the device was fractured. The procedure was completed with another of the same device. There were no patient complications, and the patient was stable post procedure. It was further reported that 75% stenosed target lesion was located in the severely tortuous. The detached burr tip was completely removed from the patient.

Manufacturer narrative:
E1 - initial reporter address 1: no. (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a burr tip detachment occurred. The target lesion was located in the anterior descending artery. A1.75mm rotalink burr was selected for use. During preparation, it was noted that the tip of the device was fractured. The procedure was completed with another of the same device. There were no patient complications, and the patient was stable post procedure.

Event description:
It was reported that burr tip detachment occurred. The target lesion was located in the anterior descending artery. A1.75mm rotalink burr was selected for use. During preparation, it was noted that the tip of the device was fractured. The procedure was completed with another of the same device. There were no patient complications, and the patient was stable post procedure. It was further reported that 75% stenosed target lesion was located in the severely tortuous. The detached burr tip was completely removed from the patient.

Manufacturer narrative:
E1 - initial reporter phone: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Device evaluated by manufacturer: the complaint device was received for product analysis. A visual inspection of the device identified that at 17.5cm proximal from the tip of the sheath, the sheath was detached (torn). The majority of the coil from the handshake connection to the burr was found to be stretched. No other issues were identified during the product analysis.